Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, however, one case study record was provided for review. The investigation is confirmed for the reported fracture issue. According to the case study record, approximately ten days post catheter placement, the subject developed an adverse event of catheter lumen torn during regular flushing. Subsequently, the study device was removed due to adverse event and the catheter was exchanged without any complication. The adverse event result in surgical intervention and recovered. Furthermore, the adverse event was not related to the procedure but definitely related to the study device. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024). Device not returned.

Event description:
It was reported through the results of a clinical trial, approximately ten days post catheter placement, the patient developed adverse event of torn catheter lumen during regular flushing. The catheter was removed and exchanged. The current status of the patient is unknown.